Event description:
Allegedly, product removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for eval. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00308. This event occurred in foreign country.